Event description:
While preparing the surgical microscope system for surgery, an assembly of components came loose from the microscope body. The assembly was caught by hospital personnel. The patient was not proximate to the surgical microscope system. There was not reported injury.